Event description:
The hcp reported the pt presented 2 weeks post implant with signs of an infection of the device pocket, catheter tract, and the lumbar region. These included fever, redness, swelling, incisional wound opening, and meningeal signs. A culture of the lumbar region was positive for staph aureus and the pt was diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt had a drug withdrawal symptom and increased pain.